Event description:
It was reported that a patient with an integrity bare metal stent implanted has been suffering from fever with an unknown cause. The doctor suspects a metal allergy. The relationship to the integrity is unknown.

Manufacturer narrative:
Results and conclusions: (metal allergy). (Allergic reaction). No device return evaluation codes. (B)(4).

Manufacturer narrative:
Results: root cause of event undetermined. Conclusions: root cause of event undetermined. Event date and implant date: asked but unknown.

Event description:
Additional information received: the patient's fever has reduced since the event was first reported but the patient had eosinophilia and itch. A patch test was carried out on the patient to test if the patient had a metal allergy. Subsequent information was received that confirmed the patient was not allergic to metal.